Manufacturer narrative:
(B)(4). The instruction for use (IFU) states under the delivery procedure: "advance the delivery system over the guide wire up to the stricture site. Use the radiopaque markers to locate the stent. Note: ensure that the outer jacket is inside the introducer sheath or guiding catheter." The IFU also states: the "absolute pro .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree." The reported difficulties appear to be related to size selection and use in the popliteal artery. There is no indication to suggest a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records for this lot.

Event description:
Device issue: irregular stent deployment. Time of device issue: during procedure. Adverse event: medical intervention. It was reported that as the 5.0 absolute pro was being deployed in the popliteal artery, the stent was not deploying properly. The first 4 cm of the stent deployed perfectly, but as the rest of the stent was deploying, the struts appeared to be bunching up on themselves instead of elongating. The stent should have been deployed to a 10cm length, but ended up 8cm long. A balloon was used for post-dilatation to ensure the stent was okay; no struts blocking the flow. The angiogram showed that the stent was patent and the only irregularity was that the proximal 4 cm of the stent was more radiopaque due to the bunching of the struts. There was no adverse patient effects. It was further reported that during stent deployment, due to the length of the delivery system, the outer jacket was outside the introducer sheath, contrary to instructions for use. No additional event or patient information is available.